Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) recommended device replacement. This pacemaker was subsequently explanted and has not been returned. Other then the surgical procedure, no additional adverse patient effects were reported.